Event description:
No additional information from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9 - date returned to mfg, h3, h6 and h11. The device was returned to olympus for inspection. Based on the results of the investigation, the reported issue was confirmed; however, the foreign material could not be analyzed as the substance was not available for sampling. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope exhibited a black substance coming out of the scope. The issue was found during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.